Event description:
Philips received a complaint from the customer on the v60 indicating that the device has an error code 1102 primary alarm failed message. It was reported there was no patient involvement at the time the issue was discovered. The pse replaced the speaker assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution name: (B)(6) reporting address line 1: (B)(6) reporting institution phone: (B)(6) reporter phone number: (B)(6)